Event description:
It was reported that a patient underwent ankle surgery on (B)(6) 2011 and suture was used. On (B)(6) 2011, all the sutures were removed except for one suture. (B)(6) after the removal of sutures, the patient developed an infection. The patient was hospitalized on (B)(6) 2011 and the wound was opened and cleaned out. The wound was left open for (B)(6). The patient was placed on oral antibiotics. The wound was stitched close prior to discharge from the hospital on the (B)(6) 2011. The stitches were removed on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01397. The same patient is represented in each medwatch.